Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 40deg f (5deg c) or above 99deg f (37deg c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer's recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported being in cold weather that was approximately 25 degrees fahrenheit when occlusion occurred. Upon returning to normal temperature conditions, customer was successfully able to resume insulin delivery. Customer's blood glucose was 280 mg/dl at time of event.